Event description:
It was reported that the patient experienced discomfort and an increase in capture threshold was noted on the right ventricle (rv) lead. Provocative testing was performed and the patient discomfort was noted during pacing depending on patient positioning. Diagnostic imaging was performed and no anomaly was observed. A revision procedure was performed and the rv lead was repositioned. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.